Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 466 mg/dl. Customer's current blood glucose level was 356 mg/dl. Customer did the self and displacement test and it was passed. Customer gave bolus to herself. The insulin pump will not be returned for analysis.